Event description:
It was reported that approximately three months post placement of a stent graft at the venous anastomosis of an av graft in the patient's left upper army, restenosis was identified in the stent graft. Angioplasty was performed with satisfactory results.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graf remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway.